Event description:
It was reported that during unpacking of the device, when the yellow sheath was being removed, resistance was felt and the proximal shaft broke into two pieces. There was no reported clinically significant delay. There was no adverse patient effect or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device. Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported difficulty removing the protective sheaths could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.